Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (have to hold in charger cord for it to work) was confirmed. Upon evaluation, the power unit wire had visible damage to the insulation, causing a short in an internal wire. This short caused the charger not to power on. The root cause of the damaged insulation and electrical short cannot be positively determined, but is likely the result of physical damage. No adverse event resulted from the defective power unit wire. The patient received a replacement charger.

Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report that the patient's charger may have a short in a wire, because she needed to hold the cord in to it for it to work. The patient was issued a replacement battery charger.